Event description:
It was reported via repair work order that the footend was elevated and inoperable due to a broken coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.